Manufacturer narrative:
Device evaluation: the returned pump was subjected to visual inspection as well as functional and electronics testing. The evaluation determined that the electronics module was not operating normally and identified memory corruption. Based on the investigation, the reported event was confirmed. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient initially reported that the patient therapy controller (ptc) displayed an error message. A health care professional later reported that error messages were displayed on the clinician programmer and keypad programmer upon inquiry of the patient's prometra ii pump. Troubleshooting was not successful in clearing the error messages. No patient effects were reported. The patient's pump will be explanted, and a new pump will be implanted on (B)(6) 2017.